Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported received a motor error alarm on the insulin pump when attempting a bolus. Customer does not use the sensor feature and was able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 138 mg/dl. No further info reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.